Event description:
It was reported that the smiths medical pump alarmed no disposable pump clamp tubing. The alarm was silenced and pump settings verified along with medication label. The pump was turned off and back on. It alarmed no disposable pump won't run. Pump was turned back off, line was clamped, cassette was removed, and tubing massaged. Air bubbles were noted in line. Cassette was reattached, line unclamped and pump turned back on. The alarm continued. Pump was turned back off, line clamped and patient was instructed to contact clinic. Pump settings: res vol 13.9 ml. The patient was not affected.